Manufacturer narrative:
Method (other) - a review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, the patient underwent treatment with gore excluder aaa endoprostheses. On (B)(6) 2011, an aortic extender was implanted. Multiple attempts to obtain further information on this event have been made by gore, however, as of (B)(6) 2011, no further information on this patient has been provided to gore.